Manufacturer narrative:
This correction report is being submitted to update d1 and d4 to align with the global unique device identification database (gudid).

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. During the procedure, when inserting the catheter, it was noted that the patient experienced a dissection. No intervention was performed to resolve the dissection. The implant procedure was completed and the patient was in stable condition throughout.